Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent and severe pelvic pain/ persistent and severe sharp shooting pain in pelvic area") in a 28-year-old female patient who had essure (B)(4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 3 ((B)(6) 2005, (B)(6) 2010 and (B)(6) 2013). In 2013, the patient experienced rash macular ("red blotches on body/ red blotches/ dots on my body/ red blotches on stomach chest and arms/red tiny dots all over my body"), headache ("sharp pain in head"), vulvovaginal pain ("persistent and severe vaginal pain"), balance disorder ("feeling off balance"), vitreous floaters ("black floaters in eyes"), dizziness ("dizziness") and asthenia ("loss of energy"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal discharge ("constant discharge"), abdominal pain ("persistent and severe abdominal pain/ persistent sharp pain that radiated from my abdomen and shot down my body"), dyspareunia ("dyspareunia,painful intercourse/ uncomfortable/ painful intercourse/ sharp shooting pain during intercourse/ severe knocking feeling, it is now uncomfortable in a painful way") and pruritus generalised ("itchy skin/ all-over body itching/continued body itching"). On an unknown date, the patient experienced treatment noncompliance ("she birth control or contraception at any time following your essure placement procedure"), vulvovaginal pruritus ("vaginal itching/ my vaginal area itched the whole time I had essure"), allergy to metals ("allergic to nickel or any other component of essure/I did receive a test to confirm that I am allergic to nickel"), device allergy ("a hypersensitivity reaction to nickel or any other component of essure"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and formication ("crawling sensation/felt like ants were crawling on my skin"). The patient was treated with surgery (total hysterectomy to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain, abdominal pain and headache had resolved. At the time of the report, the treatment noncompliance, vulvovaginal pruritus, allergy to metals, device allergy and mental disorder outcome was unknown, the vaginal discharge, vulvovaginal pain, balance disorder, vitreous floaters, formication, dizziness and asthenia was resolving and the rash macular, dyspareunia and pruritus generalised had not resolved. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter considered abdominal pain, allergy to metals, asthenia, balance disorder, device allergy, dizziness, dyspareunia, formication, headache, mental disorder, pelvic pain, pruritus generalised, rash macular, vaginal discharge, vitreous floaters, vulvovaginal pain and vulvovaginal pruritus to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition.she had not retain the essure or any portion of it. Diagnostic results: on (B)(6) 2013: hysterosalpingogram done: (B)(6) 2015 :surgical pathological report:received ¿cervix, uterus, bilateral tubes (save essure coils for patient) " is a uterine corpus with attached bilateral fallopian tubes and attached cervix . The corpus and cervix alone are 121 g and are 9 x 5.5 x 4 cm. The serosa is tan and smooth. The cervix is 2.5 cm in length x 3.5 cm in diameter and shows a pink-tan smooth ectocervix with a patent 1 cm os. Sectioning shows an ill-defined transformation zone and a tan rugose endocervical canal. The cervical wall thickness is 1.2 cm. There are two essure coils in place in the right and left cornu. The endometrium is 0. 2 cm in thickness. The myometrium shows a single 0.4 cm myomatous nodule. The myometrium is otherwise tan and trabeculated and is 1.9 cm in thickness. The right fallopian tube including thefimbriated end is 5 cm in length x 0 .5 cm in diameter. The serosa is tan and smooth and the lumen is unremarkable.the left fallopian tube including the fimbriated end is 7 cm in length x 0.4 to 0.5 cm in diameter. There is a pedunculated para tubal cyst that is 0.6 cm. The serosa is tan and smooth and the lumen is unremarkable. (B)(6) 2015:pelvic ultrasound:impression: laterally, on each side of uterus, there is an echogenic density; patient indicates essure coils are present.4 mm endometrial cyst. Consider follow-up or further evaluation of the endometrium. 1.6 x 1 cm nonspecific right ovarian mass. This may represent complex cyst or other mass. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pelvic pain, dyspareunia, vulvovaginal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent and severe pelvic pain/ persistent and severe sharp shooting pain in pelvic area") in a (B)(6) female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 3 ((B)(6) 2005, (B)(6) 2010 and (B)(6) 2013). In 2013,the patient experienced rash macular ("red blotches on body/ red blotches/ dots on my body/ red blotches on stomach chest and arms/red tiny dots all over my body"), headache ("sharp pain in head"), vulvovaginal pain ("persistent and severe vaginal pain"), balance disorder ("feeling off balance"), vitreous floaters ("black floaters in eyes"), dizziness ("dizziness") and asthenia ("loss of energy"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced abdominal pain ("persistent and severe abdominal pain/ persistent sharp pain that radiated from my abdomen and shot down my body"), dyspareunia ("dyspareunia,painful intercourse/ uncomfortable/ painful intercourse/ sharp shooting pain during intercourse/ severe knocking feeling, it is now uncomfortable in a painful way") and pruritus ("itchy skin/ all-over body itching/continued body itching"). On an unknown date, the patient experienced treatment noncompliance ("she birth control or contraception at any time following your essure placement procedure"), vulvovaginal pruritus ("vaginal itching/ my vaginal area itched the whole time I had essure"), vaginal discharge ("constant discharge"), allergy to metals ("allergic to nickel or any other component of essure/I did receive a test to confirm that I am allergic to nickel "), hypersensitivity ("a hypersensitivity reaction to nickel or any other component of essure"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and formication ("crawling sensation/felt like ants were crawling on my skin"). The patient was treated with surgery (total hysterectomy to remove essure). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain, abdominal pain and headache had resolved. At the time of the report, the treatment noncompliance, vulvovaginal pruritus, allergy to metals, hypersensitivity and mental disorder outcome was unknown, the vaginal discharge, vulvovaginal pain, balance disorder, vitreous floaters, formication, dizziness and asthenia was resolving and the rash macular, dyspareunia and pruritus had not resolved. The reporter considered abdominal pain, allergy to metals, asthenia, balance disorder, dizziness, dyspareunia, formication, headache, hypersensitivity, mental disorder, pelvic pain, pruritus, rash macular, vaginal discharge, vitreous floaters, vulvovaginal pain and vulvovaginal pruritus to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She had not retain the essure or any portion of it. Diagnostic results: on (B)(6) 2013: hysterosalpingogram done: (B)(6) 2015: surgical pathological report:received ¿cervix, uterus, bilateral tubes (save essure coils for patient) " is a uterine corpus with attached bilateral fallopian tubes and attached cervix . The corpus and cervix alone are 121 g and are 9 x 5.5 x 4 cm. The serosa is tan and smooth. The cervix is 2.5 cm in length x 3.5 cm in diameter and shows a pink-tan smooth ectocervix with a patent 1 cm os. Sectioning shows an ill-defined transformation zone and a tan rugose endocervical canal. The cervical wall thickness is 1.2 cm. There are two essure coils in place in the right and left cornu. The endometrium is 0. 2 cm in thickness. The myometrium shows a single 0.4 cm myomatous nodule. The myometrium is otherwise tan and trabeculated and is 1.9 cm in thickness. The right fallopian tube including the fimbriated end is 5 cm in length x 0 .5 cm in diameter. The serosa is tan and smooth and the lumen is unremarkable. The left fallopian tube including the fimbriated end is 7 cm in length x 0.4 to 0.5 cm in diameter. There is a pedunculated para tubal cyst that is 0.6 cm. The serosa is tan and smooth and the lumen is unremarkable. On (B)(6) 2015: pelvic ultrasound:impression: laterally, on each side of uterus, there is an echogenic density; patient indicates essure coils are present. 4 mm endometrial cyst. Consider follow-up or further evaluation of the endometrium. 1.6 x 1 cm nonspecific right ovarian mass. This may represent complex cyst or other mass. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case became valid upon addition of events ¿ abdominal pain, allergy to metals, asthenia, balance disorder, dizziness, dyspareunia, formication, headache, hypersensitivity, mental disorder, pelvic pain, pruritus, rash macular, vaginal discharge, vitreous floaters, vulvovaginal pain and vulvovaginal pruritus treatment noncompliance. Lot number updated. Lab data updated. Historical conditions are added. Patient, reporter and product information updated. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.